Event description:
It was reported that an angio-seal was selected for use. Access was very difficult and the access needle was at an angle of approximately 90 degrees. Pulses were present immediately after deployment. Two hrs post deployment, the pt stated that their leg felt funny and numb. Examination revealed no pulses and a cool leg. The pt was taken to surgery where a piece of plastic was removed from the femoral artery and placed in a specimen jar. Collagen was also present in the specimen jar; however, it was unk if collagen was found inside of the artery. Examination of the artery revealed a focal dissection and the anchor in the intimal layer. Vascular reconstruction was performed and the pt was recovering. No additional info was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.